Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Drainage of recurrent ascites fluid, (B)(6) hosp. Procedure was done under ultrasound guidance and local anesthetic. Needle was inserted, follow by guidewire. Tunnel was performed on the skin about 4cm from the entry site. Serial dilators advanced over the wire in the following order: 6fr,8f, 10rf,12rf,14rf. The 16fr peel away sheath was inserted. Attempted to advance the catheter to the sheath after removing the introducer. Managed to advance catheter but not completely and the 3 holes were left outside the peel away sheath. Presumed catheter was too long and decided to cut the catheter 4cm shorter to accomodate into the space. Reattempted to advance the catheter into the collection but was not successful. 3 holes were still located outside the peel away sheath. On ultrasound, able to demonstrate part of the catheter within the collection. During the cutting, reinsertion and readjustment, most of the ascites fluid had completely drained out, not much left within the abdomen. As the catheter could not be advanced, proocedure was stopped. (B)(6) had used our device as well as other brands and this is the first time he experience this problem.

Manufacturer narrative:
A DHR review of all applicable manufacturing records did not identify any issues that may have contributed to the reported failure mode for the reported lot. A sample was not received for evaluation; however, a photograph was provided. Per photo evaluation, failure mode was confirmed as defective. Without knowing how the procedure was performed or a sample returned to evaluate a potential root cause could not be determined. The investigation did not identify any manufacturing contribution to the reported failure mode since no issues were identified during the DHR review and no probable contributing factors could be identified as the peel away introducer is a vendor supplied part. Since the component is a supplied part, a notification of complaint will be sent to the supplier. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
Drainage of recurrent ascites fluid, (B)(6) hosp. Procedure was done under ultrasound guidance and local anesthetic. Needle was inserted, follow by guidewire. Tunnel was performed on the skin about 4cm from the entry site. Serial dilators advanced over the wire in the following order: 6fr,8f, 10rf,12rf,14rf. The 16fr peel away sheath was inserted. Attempted to advance the catheter to the sheath after removing the introducer. Managed to advance catheter but not completely and the 3 holes were left outside the peel away sheath. Presumed catheter was too long and decided to cut the catheter 4cm shorter to accomodate into the space. Reattempted to advance the catheter into the collection but was not successful. 3 holes were still located outside the peel away sheath. On ultrasound, able to demonstrate part of the catheter within the collection. During the cutting, reinsertion and readjustment, most of the ascites fluid had completely drained out, not much left within the abdomen. As the catheter could not be advanced, procedure was stopped. Dr (B)(6) had used our device as well as other brands and this is the first time he experience this problem.